Event description:
It was reported that during an inferior vena cava filter placement procedure, the filter allegedly cannot be opened. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an inferior vena cava filter placement procedure, the filter allegedly cannot be opened. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two photos were provided and reviewed. The first photo shows the medical professional holding the denali jugular delivery system and filter is seen disengaged from gripper inside the storage tube. Also, the filter is seen partially out of the storage tube. Nearby dilator loaded onto the introducer sheath was seen. The second photo shows the denali jugular filter with dilator loaded onto the sheath. The touhy-borst adapter and filter storage tube seen loaded together with the pusher catheter and filter is seen disengaged from gripper inside the storage tube. The filter is seen partially out of the storage tube. Also, labeling in the photo matches with the information available in trackwise. No other anomalies were seen. Therefore, the investigation is inconclusive for the reported expansion issue as no objective evidence was provided for review. However, the investigation is confirmed for the identified dislodged as filter is seen disengaged from gripper inside the storage tube. A definitive root cause for the reported expansion issue and device dislodged issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.